Event description:
This pt was undergoing coil embolization within the anterior cerebral artery aneurysm. There was no calcification or vessel tortuousity. The dr completed the embolization using 4 dcs coils. Then he checked cine and found that the middle cerebral artery had some occlusion. So he decided to perform pta with competitor's balloon catheter (bc), gateway 2mm 12mm/boston. He advanced the bc into the mc and found that 3 markers moved to the target lesion together. He inflated the bc and confirmed the completed inflation of the target lesion. After that, he withdrew the bc, but 1 marker remained in the target lesion. He also withdrew the gw and the marker came along with the gw. But the marker was caught at the tip of the mc and migrated to the end of middle cerebral artery.